Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 78 mmol/l with no reported symptoms. The patient was hospitalized at the time of the call but was unable to provide any treatment information. No troubleshooting was performed at the time of the call. The hospital that the patient was being treated at requested a new pump be sent. This complaint is being reported based on the allegation that there was a pump issue and the patient was hospitalized.